Manufacturer narrative:
It was reported that the patient concurrently underwent hysterectomy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent transvaginal hysterectomy with mccall culdoplasty, bso, kelly plication, rectocele repair and cystoscopy with suprapubic tube placement due to uterine prolapse, vaginal prolapse, sui with hypermobility/intrinsic sphincteric deficiency and urinary retention. It was reported that following insertion the patient experienced infection, urinary problems, dyspareunia and psychological and emotional problems. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. The patient has experienced pain, erosion of internal bodily tissue and has undergone multiple surgeries and revisionary procedures. No additional information was provided.